Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay patient's wife contacted lifescan (lfs) alleging that the patient's one touch ultra link meter read inaccurately high. On (B)(6) 2010, the medical surveillance specialist (mss) spoke with the patient and obtained additional information included below. The patient said he received a normal reading and was asymptomatic before going to bed on (B)(6) 2010. At 1:00 am, his wife found him unresponsive. She gave the patient oral glucose gel and then called the emt's because the patient did not respond quickly to the oral glucose. The patient said his wife tested him with the lfs product after giving him the oral glucose and obtained a reading of 37 mg/dl, which correlated with his symptoms. When the emt's arrived, they also received a low reading, started a glucose IV and transported the patient to the ER. While in the hospital, the patient said he compared his meter reading to the hospital meter reading. He said the lfs product reading was 588 and the hospital meter reading was 435 mg/dl. Based on statistical methodology, the calculated difference of 35% between these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient said he was hospitalized for 2 or 3 days for treatment of his diabetes. The customer service representative (csr) was unable to walk the wife through a control solution test because the wife did not have test strips. The patient's product was replaced. There is no indication that the lfs product contributed to injury because the patient experienced hypoglycemia before the alleged product issue and the lfs product reading of 37 mg/dl, at the time the patient was symptomatic correlated with his symptoms. This complaint is reported due to the alleged inaccuracy compared to the hospital meter reading.